Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: per the reported information, the device is unavailable for return. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4). Additional information: d4: "model#" & "catalog#". Corrections: h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.

Manufacturer narrative:
The device has not been returned for analysis. Should the device be returned, an investigation will be completed and a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported the anchor of the silent nite 3d sleep appliance broke off. The patient received the appliance on (B)(6) 2025 and reported on (B)(6) 2025 that woke up with upper right anchor broke off in her mouth that day in the morning, was unable to continue using the device. No patient harm or injury reported.